Manufacturer narrative:
(B)(4). All strips have been used and will not be returned.

Event description:
The customer received questionable glucose results from accu-chek inform ii meters, serial numbers (B)(4) and (B)(4), while performing a comparison between the two meters on a patient. On the early morning of (B)(6) 2017, the patient was in a confused/altered mental state and had vomited. Later that morning while eating breakfast, the patient became unconscious. At 10:30 am, the paramedics were called to the patient¿s residence. Before 11:00 am, the paramedics tested the patient on an unknown meter and obtained a result of 90 mg/dl. The paramedics then transported the patient to the hospital and arrived at 11:00 am. At 11:17 am, a sample was obtained. At 11:54 am, the laboratory reported a result of 134 mg/dl. At 11:41 am, a result of 47 mg/dl was received using accu-chek inform meter serial number (B)(4). At 11:43 am, a result of 55 mg/dl was received using accu-chek inform meter serial number (B)(4). At 11:52 am, the patient was given an unspecified amount of d-50 based upon the low results from the meter. At 12:14 pm, a result of 23 mg/dl was received using accu-chek inform meter serial number (B)(4). At 12:17 pm, a result of 122 mg/dl was received using accu-chek inform meter serial number (B)(4). No adverse event was reported for the patient as a result of the treatment. The patient is currently more alert and responsive, but still at the hospital. The same vial of strips was used for all inform meter tests. The strips were requested to be returned for further investigation; however, all strips have been used and will not be returned. Valid, passing controls were run on both meters within 24 hours of the event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.